Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads: upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 18290058.

Event description:
A report was received that the patient was experiencing an increase in pain and lack of pain coverage. The physician assessed there were high impedances on one of the leads. The physician decided to perform a revision procedure to replace both of the leads. Patient was doing well post operatively and receiving good pain coverage.

Manufacturer narrative:
The returned lead sc-2352-70 sn (B)(4). Was evaluated and the complaint of high impedances was confirmed. Visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent kinked location of the lead. The bent kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, visual inspection revealed lead was cleanly cut and the proximal end of the lead was not returned. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. The returned lead sc-2352-70 sn (B)(6) was evaluated. Visual inspection revealed that the lead was cleanly cut into two pieces approximately 51.5 cm from the distal end of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test couldn't be performed due to the cut lead body.

Event description:
A report was received that the patient was experiencing an increase in pain and lack of pain coverage. The physician assessed there were high impedances on one of the leads. The physician decided to perform a revision procedure to replace both of the leads. Patient was doing well post operatively and receiving good pain coverage.